Event description:
The pt reportedly experienced device retention issues. An edema was noted at the implant site. Lock could not be maintained with external equipment and programming adjustments. Troubleshooting revealed that the device is functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.